Event description:
Reporter indicated that the handheld device would freeze during device interrogation. The flashcard was removed and re-inserted which resolved the issue, however, the physician has stated the screen freezing event will continue to occur each time the handheld is used and each time they have to perform a hard reset. A replacement handheld was sent to the physician and good faith attempts to obtain the old handheld device have been unsuccessful to date.